Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during the initial drain. The home patient (hp) was connected at the time of the alarm. The patient line was not properly primed since the hp reported that the extensions were in use, but were added to the set up after the prime was over. The technical service representative (tsr) explained the alarm. The hp had already cycled the power to clear the se 2240 and was going to use new supplies. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. As the home patient connected the extension set after priming, it is a use error that will lead to an incomplete prime, which is a known cause of a system error 2240 alarm. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It instructs the user to connect the patient line extension to the patient line prior to priming. If additional relevant information becomes available, a supplemental report will be submitted.